Manufacturer narrative:
The intraocular lens (iol) was received cut in two pieces across the center of the optic precluding optical analysis. The initial implanted iol was replaced with a lower diopter iol and patient is seeing well. The result of our investigation reasonably suggests this is not a manufacturing related issue. The iol met all manufacturing specifications prior to release.

Event description:
It was reported the intraocular lens (iol) was removed and replaced with a lower diopter iol due to the patient's unexpected post op refraction. Surgery was completed without complication.